Event description:
The customer reported that during an elective surgery on a patient, their device could not read the patient's ECG through the defibrillation electrodes. The customer also reported that during the event, the service indicator was illuminated and it was observed to have logged multiple event codes in the device's memory. Following the reported device failure, the hospital staff connected the defibrillation electrodes to a back-up device and continued care. The patient did not suffer any adverse effects as a result of the reported device failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u15.